Event description:
During placement of an arterial line in the left wrist by the anesthesia team, the catheter was lodged underneath the skin. The tourniquet was applied to the upper arm. The stylet was still in the radial artery and the catheter was completely underneath the skin. The surgeon used an 11 blade to make a 3 or 4 mm incision in the skin overlying the stylet and catheter. The catheter was noted to be underneath the skin and the stylet was coiled subcutaneously. A pair of forcep was used to grab the stylet and catheter and deliver them from the wound safely. The complete arterial line system was then removed from the artery and saphenous tissues. It was inspected and there were no remaining foreign bodies and had broken off underneath the skin or the artery. Anesthesia staff checked an ultrasound of her wrist after that. Post procedure ultrasound: us results post removal of device (B)(6) 2023: technique: ultrasound was performed of the arteries of the left upper extremity using grayscale, color, and spectral doppler. Comparison: none findings: for all vessels listed, color fill in and arterial waveforms are documented. Radial artery: patent. No foreign body detected. There is soft tissue edema. It is difficult to exclude wall irregularity due to small size of the vessel. Ulnar artery: patent. Brachial artery: patent. Axillary artery: patent. Subclavian artery: patent. Common carotid artery: patent. Other findings: none. Impression: no thrombus identified. It may be useful to correlate with radiographs for radiopaque foreign body if there is still clinical concer.